Event description:
It was reported that the patient experienced a loss or change of therapy in (B)(6) 2015. The therapy was working for a while and then they had to readjust a few times because it wasn¿t working very well. The patient wore diapers because they couldn¿t make it to the bathroom. They were told to shut it off by the managing health care provider (hcp) and the patient ended up having a donut implanted to hold their bladder up. The patient had been getting a lot of gas in (B)(6) 2015 and the hcp told them to turn the implantable neurostimulator (ins) back on again because it worked for both. The patient¿s friend or family member decreased stimulation to 2.0v and successfully turned stimulation back on again. The patient wasn¿t feeling any stimulation sensation, but they did not want to increase because the hcp told them not to worry about feeling the stimulation sensation, just to turn it back on.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gcsv, implanted:(B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).